Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump had to be pressed harder up to 2 to 3 times for them to work and squirted insulin when priming. Customer also reported that the insulin pump rejected new batteries, had given a few random no delivery alarms, there was sometimes "rainbowing" on screen that forced to angle pump, had once lost all settings and rewinds louder than before. No harm requiring medical intervention was reported. The device will not be returned for analysis.